Event description:
It was reported that the customer ran out of insulin for the insulin pump. Customer's blood glucose level was over 524 mg/dl. Customer was walked through the priming process with her insulin pump. Customer was also assisted with programming a bolus. Customer's current blood glucose level was 461 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.